Event description:
The customer states that when the field service rep was at their lab to resolve recurring disk drive failures with the cell-dyn 1700 analyzer, he also replaced the waste outlet tube assembly. There was no direct exposure or injury reported for this issue and no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.

Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure in 2008. Post-operatively two months later, it was noted that the patient had developed a very tiny mesh exposure of no more than one millimeter in diameter in the proximal part of the scar. The patient was given estradiol (vagifem) after the surgeon cut the minimally exposed piece of mesh in the outpatient department.

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that this complaint is no longer reportable.